Event description:
It was reported by the nurse that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels. Customer did not accurately enter her bolus because she does not have a meter that links to the pump. Customer entered a blood glucose level of 40 mg/dl on the pump and it bolused for 40 mg/dl. Customer called 911 and was taken to the hospital via ambulance. Customer was given a manual injection and an insulin drip via IV. Customer was sent home after 3 hours. Customer's blood glucose level was over 600 mg/dl at the time of the event. On (B)(6) 2014, the customer had a blood glucose level of 529 mg/dl. Customer was wearing the pump at the time of the emergency room visit. There was another hospitalization in july for high blood glucose levels. Customer's blood glucose level was still going high. Customer does not want to troubleshoot anymore. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.